Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with cracked lcd window, cracked reservoir tube lip and cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display and cracks also there was damage of reservoir compartment and screen. The blood glucose at the time of the incident was 179 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.